Event description:
It was learned that a medtronic 33mm mosaic valve was implanted in 2006 and underwent a ttvr(transcatheter tricuspid valve replacement) valve-in-valve procedure on (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).